Event description:
The patient called and reported a low voltage advisory alarm on his left ventricular assist device (lvad) system monitor. Upon interrogation, it was determined that the batteries had adequate charge. We cycled out the battery clips and asked the patient to mark "bad" clips and to not use them for now. About a week later, the patient reported no more alarms. At this time, we asked the patient to reintroduce the "bad" clips. Last night, he had another low voltage advisory alarm on the "bed" clips. The patient came in today and we replaced his clips. We will send the "bad" clips off to abbott as they should still be under warranty.